Event description:
Customer reports to have high blood glucose of between 192 mg/dl, and 490 mg/dl, which was treated with a bolus delivery and manual injections. Troubleshooting was performed on insulin pump to determine reason for high blood glucose. During troubleshooting, it was found that drive support cap appeared normal, customer was not admitted for medical treatment, customer was disconnected during rewind / prime sequence, customer did not find a leak, time and date were correct, basal rates were correct, insulin did exit tubing, customer was programming correctly, small air found in tubing, and cannula was not bent or occluded. Customer was not able to continue troubleshooting, as she did not have a tubing clamp. Customer received a loaner insulin pump and called to have it programmed. Customer also received tubing clamp, but did not continue troubleshooting as she will use loaner pump. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.